Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post implant a leak was noted, but no intervention was needed. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had shifted proximally and there was a leak of unknown size present. No intervention or treatment was performed at this time.